Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 79", "pacer fault 121", "pacer fault 122" and would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.